Event description:
The patient called lifescan and alleged the one touch ultrasmart was reading inaccurately low. The readings were 61 mg/dl, 53 mg/dl, and 49 mg/dl. On another one touch ultrasmart the reading was 143 mg/dl. (Invalid comparison) the patient did not receive medical attention. The customer care representative performed troubleshooting and twice the control solution test failed. There is indication the product malfunctioned. The meter, control solution and test strips were replaced and return expected.